Manufacturer narrative:
Na.

Event description:
The initial reporter received questionable hba1c tq gen.3 results for several patient samples tested on a cobas 6000 ul c501 + core fix configure. The reporter stated that the qc and patient results' recovery have been high. The initial results were reported outside of the laboratory. The results were questioned by the doctors as they were higher than expected. The reporter was able to provide one example of a discrepant result. The initial result was 7.5 %. The repeat result was 5.7 %. The repeat result was deemed correct.  The reagent lot number is 56865201. The expiration date is 31-mar-2023.

Manufacturer narrative:
The customer stated that a total of 581 samples were affected over a 10-day period. The customer declined the service visit as they resolved the issue after they set up qc rules or out-of-range indicators in the web service-based qc data management tool. The last calibration performed on (B)(6) 2022 was within specifications. The qc failed on (B)(6) 2022. A recalibration was performed which brought the qc back in range. The alarm trace had multiple abnormal aspiration alarms on the date of the event, close to the time sample was processed. The investigation determined the customer's actions resolved the issue (qc rules were set up to show when qc was out of range). Product labeling states "the control intervals and limits should be adapted to each laboratory¿s individual requirements. Values obtained should fall within the defined limits. Each laboratory should establish corrective measures to be taken if values fall outside the defined limits. Follow the applicable government regulations and local guidelines for quality control."